Manufacturer narrative:
Adverse event and/or product problem: a correction was made to this field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (unknown concentration at 155mcg/day) via an implantable infusion pump. It was reported that the patient's logs were read and the device stalled on (B)(6) 2019 and did not recover. It was noted that the patient had no signs of withdrawal. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was placed on oral medication and will have his pump replaced. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.